Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the customer's device and verified the reported issue. The third party service agent replaced the small keypad assembly to resolve the reported issue after discovering that the 12-lead button was constantly showing as engaged, indicating possible physical damage to the button which can result in an electrical short. If two buttons are shorted at the same time, this can prevent other buttons from functioning when pressed. After observing proper device operation through functional and performance testing the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the buttons on their device didn't respond when pressed and that the device would not exit AED mode. As a result, defibrillation would not have been possible if it were necessary. The customer advised that despite their troubleshooting, they were unable to resolve the reported issue. The customer advised that they used other, manual, methods for monitoring the patient during the event. There was patient use associated with the reported event. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.